Event description:
Device 2 of 3: reference MFR report: 3006705815-2019-00606. Reference MFR report: 1627487-2019-02353.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3: reference MFR report: 3006705815-2019-00606. Reference MFR report: 1627487-2019-02353. It was reported the patient experienced ineffective stimulation since implant. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the scs system was explanted.